Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. Technical services (ts) recommended reprogramming options. No adverse patient effects were reporter. This lead remains in service.